Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Later, healthcare professional reported left side rupture. Device remains implanted. It was determined that capsular contracture was reported for contralateral side. Therefore, the event of capsular contracture will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, h6.

Event description:
Patient reported rupture and capsular contracture baker grade unknown. Later, healthcare professional reported rupture. Healthcare professional later reported capsular contracture baker grade IV; leakage material. Company's representative reported later "no macroscopic defect of the implant cavities was observed, so a rupture could be ruled out intraoperatively (macroscopically) and evidence of gel bleeding". This record is for the left side. Device explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Patient reported left side rupture and capsular contracture baker grade unknown. Device remains implanted.

Event description:
Patient reported left side rupture and capsular contracture baker grade unknown. Healthcare professional confirmed rupture and capsular contracture, baker grade IV. The event of capsular contracture was un-reported in error. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d6a.

Event description:
Patient reported left side rupture and capsular contracture baker grade unknown. Device remains implanted.